Manufacturer narrative:
Philips service replaced the miu and xsc boards, reseated the plug in the generator cabinet, and restored the device to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that a generator not ready error occurred due to miu and xsc issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.